Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s display screen became discolored and difficult to read. The customer¿s blood glucose level was unknown. The customer also stated that cracked in shell around up and down buttons. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. Device received with cracked case at the display window corners and cracked lcd window. No unexpected discolored screen anomalies noted. (B)(4).